Event description:
It was reported that the left ventricular lead had dislodged. Dislodgement was discovered with capture testing and was confirmed with x-ray. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.